Manufacturer narrative:
Concomitant products : 6947 lead implanted (B)(6) 2012, 5076 lead implanted (B)(6) 2012.

Event description:
It was reported that at the post-operation check following a routine device replacement procedure, the chronic left ventricular lead threshold was high and a chest x-ray revealed the lead had pulled back from its position in the target vessel however it was still in the coronary sinus. During the lead revision, the lead could not be repositioned so the lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.